Event description:
The customer reported that a patient was transfused one unit of a double platelet collection on a trima device that was potentially implicated in a bacterial infection. It was reported that after the platelet transfusion the patient presented with rapid onset of rigors and high fevers, then became hypotensive and was admitted to the intensive care unit (ICU) where they were administered noradrenaline and antibiotics. The component culture and peripheral blood cultures were sent to the laboratory for testing. Per the customer, the blood and platelet cultures showed gram-positive bacilli, an interim speciation of bacillus cereus, and the blood culture (not component culture) grew pseudomonas spp., and there was evidence of pneumonia shown on the patient's radiographs (ventilator associated pneumonia). Patient is reported to be improving after receiving broad-spectrum antibiotics. The customer did not provide patient weight or age. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6, h.10 and h.11 and removed the 510k from g.4 as this product is not released for sale in us. The other unit of the double collection is reporting in MDR# 1722028-2024-00343. Investigation: dna sequencing was done on blood and platelet culture isolates by the customer. The true species is bacillus mobilis and all isolates are genetically identical, so its a definite ttbi. It is well known that the speciation of bacillus genus is difficult and genetic techniques are needed to accurately speciate them. Investigation: according to the aabb circular of information for the use of human blood components (revised 2017), although methods to limit and detect bacterial contamination have been implemented for most platelet components, they remain the most likely blood components to be contaminated with bacteria. Gram-positive skin flora are the most commonly recovered bacteria. Symptoms may include high fever (2.0 c or 3.5 f increase in temperature), severe chills, hypotension, or circulatory collapse during or immediately after transfusion. In some instances, symptoms, especially when associated with contamination by gram-positive organisms, may be delayed for several hours following transfusion. Prompt management should include broad-spectrum antibiotic therapy along with cultures from the patient, suspected blood component(s), and administration set. A gram's stain of suspected contaminated unit(s) should be performed whenever possible. Although most platelet components are routinely tested for bacterial contamination, this does not completely eliminate the risk. Per a terumo bct technical report, the phenomenon of bacterial contamination in blood products, especially platelets, is known to occur. With current technologies, given the nature of microorganisms on human skin and the mechanical act of piercing the skin coupled with the fact that platelets must be incubated at room temperature it is not possible to eliminate this phenomenon from occurring. The devices terumo bct manufactures in (B)(6), co, vietnam, costa rica and harmac to collect, separate and store blood products are terminally sterilized to an sal of 1.0 x 10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every product manufactured. Therefore, it may be concluded bacterial contamination observed in collected blood products from terumo bct devices is most likely due to the inherit hazard of collecting blood as it relates to bacterial contamination. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. Root cause: a root cause assessment was performed for the microbial contamination. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * improper cleaning of venipuncture site resulting in bacterial growth in product bag. * improper venipuncture technique introduces bacteria at access site resulting in bacterial growth in product bag * skin plug due to donor venipuncture resulting in skin plug returned to collected product and subsequently to transfusion recipient * species was endogenous and originated from the donor. * inadequate post-processing laboratory practices such as qc sampling or handling techniques.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a patient received a double platelet transfusion on a trima device that was potentially implicated in a bacterial infection. It was reported that after the platelet transfusion the patient presented with rapid onset of rigors and high fevers, then became hypotensive and was admitted to the intensive care unit (ICU) where they were administered noradrenaline and antibiotics. The component culture and peripheral blood cultures were sent to the laboratory for testing. Per the customer, the blood and platelet cultures showed gram-positive bacilli, an interim speciation of bacillus cereus, and the blood culture (not component culture) grew pseudomonas spp., and there was evidence of pneumonia shown on the patient's radiographs (ventilator associated pneumonia). Patient is reported to be improving after receiving broad-spectrum antibiotics. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.